Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder showed "capsule ID mismatch 0000" at the start of the procedure when the capsule was inserted to the patient. They were unable to start the procedure and the patient will have to return in a few weeks for another procedure. The recorder worked correctly during previous procedure. The capsule passed though the patient. There was no patient and user harm.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. The product sample was not returned to the medtronic laboratory; however, log files were provided by the customer for analysis. The returned sample met specification. The reported condition was confirmed. Form CAPA: "based on the investigation the display of ¿mismatch ID 0000¿ error message is a result of unintentional deletion of calibration data by user after completing successful calibration. Further (B)(4) investigation showed that the root cause for this failure is the currently confusing user interface which may result to calibration data loss and display of this error message on bravo recorder screen. ". The investigation found the most probable cause to be the mishandling (user). If information is provided in the future, a supplemental report will be issued.